Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Head of screw has been discarded.

Event description:
The surgeon reported that the screwhead popped off just as he was doing the final tightening. The shaft of the screw was left in situ and the head of the screw did not fall into the patient. A stainless steel screw was used as an alternative. The case was completed successfully.